Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, high capture thresholds and loss of capture (loc). Additionally, myopotential noise was observed on the atrial channel. No adverse patient effects were reported. At this time, this lead remains in service.